Manufacturer narrative:
Manufacturer's report date:(B)(4) 2013. Internal file no: (B)(4).the customer's report of infusion running too fast was due to check valve was microscopically inspected and the silicone membrane was centered. Functional testing was performed and air bubbles were noticed going into the primary bag indicating a faulty check valve. Disassembly of the check valve part revealed a clear particle located between the housing seal area and affixed silicone diaphragm. The particle was acrylic. The root cause of the check valve failure is due to an acrylic particle found in the fluid path that prevented the silicone diaphragm form fully seating against the housing seal area. The origin of the acrylic particle was not identified.

Event description:
The customer reported a magnesium sulfate secondary was intended to be infused at 50ml/hr but minutes after the infusion was started the nurse noticed it was running "too fast." The tubing was clamped but almost the entire bag had infused. The pt was born in (B)(6). There was no report of pt harm or medical intervention required. Customer stated that no further pt/event information is available.